Event description:
The ep shuttle is not able to regulate the power correctly, during an atrial fibrillation ablation procedure the generator was not able to maintain the target temperature and significantly exceeded it. No patient injury.